Manufacturer narrative:
Implanted date: unknown due to date of event being unknown. Explanted date: device was not explanted. One 8fr angio-seal vip device was received for product evaluation. The device was returned with the hemostatic sheath. No polyfoil pouch was returned. The returned components were subjected to visual analysis. There were no remnants of dried blood-like substance on the device. The carrier tube assembly was then examined. The bypass tube appeared displaced on the carrier tube assembly and was proximal to the anchor; the anchor was exposed. The deployment sleeve was in the forward lock position. The bypass tube was then placed over the exposed anchor and collagen. No anomalies were noted. The carrier tube assembly was then mated with the hemostatic sheath and the anchor was exposed appropriately. The anchor was fully exposed due to the dislodged bypass tube. A review of the device history record of the product code/lot# combination was conducted with no findings. The IFU states: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. However, based on past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. The IFU warns against this. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the footplate/anchor was partially deployed when the angio-seal was being inserted into sheath. It was difficult to put in, and the tech noticed the tip did not look right and put it to the side before continuing. They used another angio-seal and proceeded to close. The patient's condition and procedure outcome was reported to be good.